Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive results on a (B)(6) year old female with history of bloody emesis, scheduled for an endoscopy. The customer states that there was no additional testing (ultrasound, CT, urine analysis) for pregnancy. There was no additional patient information. Return product is not available. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. Apoc suspects that the discrepant results are related to heterophilic antibodies which can interfere with the b-hcg immunoassay on the I-stat but not confirmed at this time. Refer to I-stat system manual, cti sheet: total ss-hcg art: (B)(6) and referred pocc to the section regarding factors affecting results. The investigation is underway.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 03/07/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retain testing of lot n17272 met the acceptance criteria for the detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for b-hcg lot n17272.